Event description:
It was found the hand piece no longer meets specifications for frequency, impedance and phase margin. Device used during an unknown procedure. Case completion not known. No pt consequence.